Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during a visual inspection of the keypad, no evidence of damage was noted. All of the buttons on the keypad were intermittently responsive. The keypad cover was removed and contamination was found under all of the button contacts. The audio bolus button cover was torn, but the button still responded to user input. Unrelated to the original complaint, the display was found to be dim and discolored when powered on and the threads on the battery cap were stripped and unable to secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.